Event description:
It was observed during the device inspection that the generator exhibited the occurrence of error message e433. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 10/31/2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four(4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is presumed the following led to the malfunction: error e433 occurs during device boot-up due to malfunctioning transient-voltage-suppression (tvs) diodes intended to protect against voltage peaks at the output transformer, potentially leading to continuous reboots and rendering the device non-operational olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed an error code. The issue was found during a therapeutic, urologic electrosurgery procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displayed error code e433 (internal software or hardware error.) Due to a faulty high voltage power supply board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.